Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer completed the load process, the pump sent the customer back to the fill tubing step of the load process multiple times. Reportedly, the cartridge was filled with cold insulin. Tandem's technical support assisted the contact with completing the load process and insulin delivery was resumed. There was no reported impact to blood glucose.